Event description:
Reporter received letter on (B)(6) 2025 from walmart pharmacy listing recalled freestyle libre lot numbers. Reporter was guided to call the FDA, since her current device matches a lot number provided. This device is consistently giving low readings. Her readings are sometimes around 55-70 points. She reports feeling lightheaded, dizzy, weak, and having blurry vision during these readings. Reporter has had one other device in the past, that also gave low readings and she felt the same symptoms. This previous device is from the same lot as the current one. The previous device was replaced to the current one on (B)(6) 2025 due to her having to get imaging done for an unrelated event. Reporter will contact abbott. Pt codes: 2560, 2194, 2137. Device code: 2460. Ref report: mw5181042.